Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Health care professional reported, "intracapsular rupture with silicon perspiration. Capsular contracture, (baker grade iii. Breasts are hard and deformed, but without pain)". This relates to the right side. Device has been explanted.